Manufacturer narrative:
The account reported that a pressure ulcer (not staged) was noted on (B)(6) the device was not removed until (B)(6) and then reapplied on (B)(6) 2015

Event description:
It was reported that the patient had an anchorfast oral endotracheal tube holder applied on (B)(6) 2015. On (B)(6) a pressure ulcer on upper lip was noted and documented. On (B)(6) 2015 the device was removed. It was then stated that on (B)(6) 2015 the patient was re-intubated. The anchorfast oral endotracheal tube holder was removed on (B)(6) 2015 and the patient was trached. At the time of the device removal the nurse indicated that the patient had an unstageable pressure ulcer of the upper lip which was treated to debride and maintain moist wound healing. Reconstruction will be required once the patient recovers from current failure.